Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reds0123 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the guidewire broke and was hanging by a thread when the clinician pulled it out of the patient during insertion. On (B)(6) 2019 additional information received stated, "during placement of 5f tl power PICC the sherlock started to disappear on and off the screen to the point of no recognition. The clinician then pulled the wire out and saw that the tip was hanging by a thread. When the clinician touched the wire the tip fell off. "